Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred after the customer had showered with the pump on. The customer's blood glucose level was 176 mg/dl. Reportedly, the customer loaded a new cartridge and tandem technical support instructed to let the pump completely dry and wipe any potential moisture from the speaker holes. The customer declined further troubleshooting with tandem technical support, and declined a follow-up to confirm that the alarm was able to be cleared.